Manufacturer narrative:
CAPA (B)(4) has been initiated to address the guidewire detachment issue. The CAPA will document the root causes identified and the corrective actions taken to address the issue. Field action is required, product will be recalled.

Event description:
Suspected having defective problem. (The coil strip off)